Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "more adverse events after osteosyntheses compared to arthroplasty in geriatric proximal humeral fractures involving anatomical" written by felix porschke, julia bockmeyer, philip-christian nolte, stefan studier-fischer, thorsten guehring, and marc schnetzke published by journal of clinical medicine published 2 march 2021 was reviewed. Https://doi.org/10.3390/jcm10050979 the article's purpose was to compare adverse events and clinical outcomes of geriatric proximal humerus fractures (phf) involving the anatomical neck treated with open reduction and internal fixation (orif) with locking plate verse arthroplasty. It is noted that the arthroplasty group were implanted with reverse total shoulder arthroplasty (rtsa) with delta xtend system or hemiarthroplasty with global fx shoulder fracture system. In all cases of rtsa, a cemented monoblock humeral stem was chosen. For rtsa, the glenosphere was implanted with a minimum of 2 but up to 4 locking screws. For hemiarthroplasty, a cemented 140 mm stem was implanted. Cement manufacturer is not identified. Data was compiled from 28 patients in primary arthroplasty (hemiarthroplasty 14, rtsa 14) and 31 patients in the orif group. Patients mean age 75.3 +- 5.5 years, and the mean follow up was 2.7 +- 1.7 years. Results were more adverse events related to orif group verse arthroplasty group. The adverse events for the arthroplasty group are captured in this complaint. Adverse events for hemiarthroplasty: one patient revised for dislocation. Depuy products for hemiarthroplasty (global fracture system) involved in adverse event: global humeral head. Adverse events for rtsa: one patient revised for dislocation. Depuy products for rtsa (delta xtend) involved in adverse event: humeral cup, glenosphere.